Event description:
After 4th fire instrument was no longer recognized by the device. Reported & returned to intuitive RMA#, fedex tracking #. Manufacturer response for stapler- sureform 60 robotic, (brand not provided) (per site reporter), issued rga#.